Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) previously recorded an untreated episode due to over-sensing and was subsequently reprogrammed to the primary sensing vector. At the time of the implant procedure, the shock impedance measurement was noted to be 85 ohms. However, when the physician performed a surgical replacement procedure due to normal battery depletion, the shock impedance was found to be elevated, but still in-range, at 160 ohms. Diagnostic imaging was taken and it was concluded that the device had migrated lower than the implant location, which likely contributed to the elevated impedance measurements. This s-ICD was explanted and replaced. With the newly implanted s-ICD, the shock impedance was still found to be high at 155 ohms following the successful induction testing. After the procedure was completed, the replacement s-ICD's shock impedance had stabilized at 120 ohms. Although this impedance is high, it is still in-range and thus, shock therapy would be unaffected. The physician elected to continue with normal follow-ups with the newly implanted s-ICD and no additional adverse patient effects were reported. It was stated that this device was retained by the healthcare facility and will not be returned for evaluation.